Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The cables, mono-block and images intensifier were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 7700 system intermittently reset during a steroid injection into the spine procedure. The 7700 system reset and the procedure was completed without further incident. No patient injury was reported.